Event description:
It was reported that the catheter became dislodged. The reporter stated that the catheter became dislodged 3 weeks after being originally implanted. The patient stated that "the catheter just is old." It was unclear what the actual age of the catheter was or the timing of the event due to the conflicting information provided. The medications in the pump were hydromorphone, baclofen and bupivacaine. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).